Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately five months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).